Event description:
It was reported that sensing had decreased to low, out of range values. All other electrical parameters were normal. The lead was capped and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided my manufacturer, no medwatch form was received.